Event description:
It was reported that an oil-like liquid had leaked from the zimmer air dermatome device at the first use by the customer after being repaired recently. The graft was done successful and the re was no injury to both the customer or the pt. A second graft was not needed.

Manufacturer narrative:
The device was not returned to the MFR for eval. The device is 21 years old and has been in 2 times for repairs. The last repair was on (B)(4) 2011. For a non related issue. Unable to determine a cause of the reported complaint, as the device was not returned for eval. Zimmer (B)(4) indicated the device was leaking an oil like liquid from the head/neck area of the device. It was subsequently disassembled, cleaned and reassembled by zimmer (B)(4) and returned to the customer. No oil is used in the production, or repair, of the zimmer air dermatome. Clinical follow up stated the harvested graft was not affected by the leaked substance. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.